Manufacturer narrative:
An inspection of the involved rigid argon plasma coagulation applicator was performed. There were distal tissue residues on the ceramic tip. The electrode was discolored and had burned marks. There were no missing parts. Also, there were no visible signs of a material or manufacturing defect. When tested, the applicator's buttons worked as intended (i.e., the accessory activated and deactivated without any issues and the buttons didn't stick.). The applicator's electrode can also be moved in and out reliably. The device was found to be working properly. Finally, there were no anomalies in the device history record (DHR) for the lot. The notes on use for the erbe apcapplicators provides guidance on safely handling the device and using the instrument. Additionally, there would have been audible activation tones from the argon plasma coagulator/electrosurgical unit system alerting the medical personnel of the device activation. No determination could be made as to what exactly occurred during the procedure. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an incident occurred during a liver transplant procedure. Specifically, it was stated that the coag/blue button on the rigid argon plasma coagulation applicator became stuck and the surgeon's abdominal area was burned during the procedure. No further details were provided (note: it is unclear whether a serious injury occurred.). Repeated requests for additional information were made, but no more information was forthcoming from the medical facility.